Manufacturer narrative:
Reported event: an event regarding infection and dislocation involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: "adverse event: there were multiple adverse events the most significant a longstanding infection and multiple failures leading to a dysfunctional tha mega prothesis and chronic drainage and pain. Hazards: no hazards can be specifically linked to stryker components from the data reviewed. This data indicated that the first complaint was related to other company devices and the current device was negative affected by infection. The data surrounding the restoration modular hip construct were not provided. Conclusion of assessment: the indwelling mega prothesis is affected by chronic infection and no evidence of device failure was presented. [...] This case represents, in short, a catastrophic progression of events with multiple revisions, dislocation, and ultimately chronic infection. The initial failures and problems were not linked stryker products." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient had a complex surgery to address recurrent dislocations and infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. A review of the provided medical files by a clinical consultant concluded the following: "the indwelling mega prothesis is affected by chronic infection and no evidence of device failure was presented. [...] This case represents, in short, a catastrophic progression of events with multiple revisions, dislocation, and ultimately chronic infection. The initial failures and problems were not linked stryker products." The exact cause of the event could not be determined from the information provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was first implanted with stryker implants on (B)(6) 2017, he was revised on (B)(6) 2017 due to infection. Patient then underwent surgery on (B)(6) 2018 to address recurrent dislocations and continued infection whereby subtotal synovectomy, heterotopic ossification resection, quadricepsplasty, gluteus tenotomy with repair insertion abx delivery system, acell xenograft 500mg were carried out. No components were reported to be revised during this procedure. The patient had a positive screen for mrsa from a nasal swab. Patient is still experiencing pain and range of motion issues. Patient's surgeon is recommending amputation. This is for surgery on (B)(6) 2018.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following other devices were also listed in this report: cat# 61979010; simplex p us tobra fd 10-pk; lot# mgy039. Cat# 64956060; gmrs extension piece 60mm; lot# cjl9y. Cat# 5260-5-024; osteolock bone screw 24mm; lot# 58555601. Cat# 5260-5-030; osteolock bone screw 30mm; lot# 59606201. Cat# 5260-5-040; osteolock bone screw 40mm; lot# 53520701. Cat# 64951001; proximal fem comp std; lot# cjt4h. Cat# 64853117; mrs fem stem w/o body 17x127mm; lot# 170520b. Cat# 509-02-74j; tritanium revision acetabular; lot# pl4m74. Cat# 64956100; gmrs extension piece 100mm; lot# bpa7h. Cat# 64956040; gmrs extension piece 40mm; lot# c7c6t. Cat# 6260-9-132; 32mm std lfit v40 head; lot# 50287506. Cat# 5260-5-026; osteolock bone screw 26mm; lot# 56420202. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient was first implanted with stryker implants on (B)(6) 2017, he was revised on (B)(6) 2017 due to infection. Patient is still experiencing pain and infections. Patient's surgeon is recommending amputation. This pi is for pain and infection.